Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa, but it did not meet release criteria. The device was partially recaptured and redeployed a second time. Again, the device did not meet release criteria, so it was fully recaptured and removed from the patient. While the second device was being prepared, it was noted that there was a thrombus in the laa. The procedure was ended because of this. Another laa closure procedure was scheduled for this patient at a future date where a follow up transesophageal echocardiogram will also be performed to confirm the thrombus is resolved. The patient was stable and has since been discharged from the hospital.